Manufacturer narrative:
Attempts were made to obtain additional information; however, no information was available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unspecified issue. The patient reported having numerous heart attacks. No additional adverse patient effects were reported.